Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was not receiving no delivery alarms. Customer's blood glucose level was 400 mg/dl. The high pressure test failed. The rim of the reservoir compartment was worn down. A piece of plastic broke. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, unexpected restart error test and displacement test. The insulin pump passed the displacement accuracy test. Device received with partially broken reservoir tube lip. Device received with missing reservoir tube lip o-ring. Device received with minor scratched display window. Device received with cracked case at the display window corners and battery tube threads.